Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an aortic arch aneurysm using two conformable gore® tag® thoracic endoprostheses (tgu454515j/14859846 at proximal, tgu373715j/14734304 at distal). The physician planned to place tgu454515j with its partially uncovered stent slightly covering the ostium of the brachiocephalic artery. Therefore, bypass surgery (2 debranching) was performed before the procedure to maintain blood flow of the left common carotid artery and left subclavian artery. Implantation of vascular plug at origin of the left subclavian artery was also performed. The endoprostheses were deployed as planned, and angiography showed no endoleaks or other complications. The patient tolerated the procedure. On (B)(6) 2016, stanford type a aortic dissection with cardiac tamponade was developed. The patient was suffered from cardiac arrest and cerebral ischemia. Pcps (percutaneous cardiopulmonary support) was applied and graft replacement of ascending aorta was performed. The distal end of the graft was anastomosed to the endoprosthesis. Reportedly, the physician suspected that a retrograde type a aortic dissection had occurred from near the partially uncovered stent of endoprosthesis, so checked the area during the surgery. However, entry tear was not found. The patient's cardiac and cerebral condition was not improved, and the patient expired on the same day. The physician said that the pressure to the ascending aorta (diameter was approximately 43-44mm) was considered to be changed after the aneurysm was excluded by the endoprostheses, and this might be related to the development of dissection.